Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation determined the reported poor image resolution was due to patient morphology/pathology and the unexpected medical intervention was a result of case-specific circumstance. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is filed for clip implanted on the leaflets and chords, requiring an additional clip implant to stabilize. It was reported that this was a mitraclip procedure, performed to treat functional mitral regurgitation (mr) of grade 4+. Patient anatomy included a previous aortic valve replacement, which caused a lot of shadowing; therefore, imaging was noted to be difficult. The ntw clip delivery system (cds) was advanced. The clip was able to grasp the leaflet successfully. Leaflet assessment was performed and as the grasp appeared sufficient, the clip was deployed. However, after deployment, it was noted that the clip appeared to be more attached to the anterior chords than on the anterior leaflet, but the clip was stable on both the anterior and posterior leaflets. A second clip was implanted, lateral to the first, stabilizing the clip. The procedure ended with 2 clips implanted, reducing the mr to grade 1+. No additional information was provided.